Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was cancelled by the operators. Reinitializing the system removed the error and the system is operating as intended. Operators will monitor system. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 2600 displayed a regulator failure error during initialization. There was no adverse pt involvement reported. There was no pt information reported.